Event description:
The physician attempted to advance an 0.018 terumo glidewire through the 3.5 select catheter, but it would not advance. A second wire was removed from inventory with the same result. Upon inspection on the table, the wire would not advance in both the proximal and distal ends of the catheter.

Manufacturer narrative:
Technical eval: the returned cath was unpacked and noted to have several kinks. Two punctures were found at 41.5 and 42.7cm from the distal tip. A guide wire (0.015") was passed into the catheter from both the proximal and distal ends; the wire was blocked as noted in the incident. Conclusion: the punctures and the material carried into the catheter appear to have blocked the passage of the guide wire. The source of the punctures is unk. The DHR for this mfg lot has been reviewed. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1045. A, (lot# l13086). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). The parts released in this lot met process requirement. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The lot was associated with (B)(4) in order to over-label at risk spec neuron select catheter lots in anticipation of 3 years shelf life.